Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of noise that led to oversensing was detected on the right ventricular (rv) lead. The suspected cause of the event is due to insulation damage. No known intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was resolved by capping and replacing the rv lead.